Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that inadvertent mishandling caused the tip detachment. Reportedly, during preparation of the supera self-expanding stent system (sess), the nose cone was ripped off the device as it was thought to be a stylet. The supera instruction for use, states: carefully remove the device from its protective packaging (i.e. Tyvek pouch and tray) using standard aseptic technique and inspect for damage. There is no stylet shipped with the supera device. In this case the user is already aware of inadvertently mistaking the tip for a stylet. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the supera self expanding stent system (sess), the nose cone was inadvertently ripped off the device as it was thought to be a stylet. The device was not used and there was no patient involvement. A new, same size supera sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.